Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Power connector plug in and locked in place properly. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not functioning properly and had keypad anomaly. The customer¿s blood glucose was 139 mg/dl at the time of incident. Customer states that numbers were not ramping on their own and the scroll bar was not moving with no input. Customer states block mode was inactive. The customer was able to passed the self test. The insulin pump will be returned for analysis.